Event description:
Nurse deflated the foley and was met with resistance while pulling foley out. It was noted not to be completely deflated. Nurse was unable to completely deflate the foley even while squeezing the bulb. There was no bleeding or damage to the pt. Foley was discarded.